Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported with the use of the pen ii organon puregon® pen second gen there was an issue with after administering the medicine there remains much more solution than there should be.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the pen ii organon puregon® pen second gen there was an issue with after administering the medicine there remains much more solution than there should be.